Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the patient underwent knee arthroplasty revision due to loosening of the femoral component.

Manufacturer narrative:
No devices or photos were received; therefore visual and dimensional evaluations could not be performed. Review of the device history records for the femoral component did not identify any deviations or anomalies. These devices are used for treatment. Primary operative notes indicate that the patient underwent left total knee arthroplasty (tka) on (B)(6) 2012 due to severe osteoarthritis of the left knee. It was noted that the femoral component was impacted in with a press-fit technique (no bone cement). The surgeon stated that all of the components had firm fixation. The surgeon noted no intraoperative complications during the primary surgery. Revision operative notes indicate that the patient¿s left knee was revised on (B)(6) 2015 due to a failed left tka. Both the femoral and tibial components were revised, while the patellar component remained implanted. The surgeon stated that there was evidence of complete loosening of the femoral component, and that it was easily tapped off without any bone loss. There were no issues with the tibial component; the surgeon noted that it was well fixed. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
The patient is experiencing unknown issues with the implant.